Event description:
It was reported that a case of endophthalmitis was identified one month after intraocular lens (iol) implantation. Account provided that patient experienced low vision, pain, photophobia and hypopyon in anterior chamber. Pre-operative visual acuity(va) was 0.4. Vision post-operative: counting fingers at 50 centimeters. It was indicated that a vitrectomy was required and medication was prescribed. The patient was temporarily impaired and daily activities were significantly affected. Further follow-up revealed that no further intervention was required and the patient has fully recovered. No additional information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity information not provided per country's personal data privacy legislation/policy. Explant date: lens remains implanted; therefore, not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.